Event description:
It was originally reported that the ins site was pinched recently which caused severe pain. A ¿call your doctor¿ icon displayed on the patient programmer. The warning screen was no longer present and the battery level seemed fine. The stimulation did not quiet feel the same, was not as smooth and did not cover the pain. She was not able to adjust the rate anymore and she still felt the same. It was later reported that the patient¿s system was removed. The patient wanted an MRI of her hand. Additional information received reported that the implantable neurostimulator (ins), leads and extensions were removed in (B)(6) 2007. The system was explanted due to the patient believing the ins hurting or bothering her. She was happy with her current pump. The manufacturing representative knew all the components were explanted because she had a spinal MRI a couple months prior to this report.

Manufacturer narrative:
Concomitant products: product ID 377860, lot# v006486, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).